Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The follow-up data from october 30th, 2024 was received for analysis and inspected. In the data it was documented that the eri battery status was activated 11 months earlier, on november 30th, 2023. Furthermore, the lv pacing amplitude was programmed to 7.5 v. This represents a high current consumption setting, leading to a faster discharge of the battery. Based on the above mentioned observations, it is reasonable to assume that the depleted status of the battery led to the reported invalid impedance measurements on october 30th, 2024, as well as the pacing inhibition and lack of interrogation on the following day. Without a ram dump of the pacemaker, no conclusions can be drawn with respect to the battery depletion. However, due to the extended duration in eri and the high programmed parameters in the lv channel, a normal depletion of the battery is expected.

Event description:
A permanent loss of capture was reported. The pacemaker has been replaced and discarded.

Event description:
A permanent loss of capture was reported. The pacemaker has been replaced and discarded.